Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. The right ventricular (rv) lead remains in service and no adverse effects were reported. The specific product information was not available at the time. The field representative is attempting to obtain the correct information.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.